Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer's blood glucose was high. Customer's blood glucose was unknown. Device was missing bolus and not recording in bolus history. Device alarmed no delivery alarm. Customer was unable to troubleshoot at time of call. Customer will not be returning the device for analysis.